Event description:
Same case as MFR ID #2134265-2012-01072, 2134265-2012-01073. It was reported that during a medical procedure, a balloon rupture occurred. The physician advanced a 5.0mmx200mmx135cm mustang balloon to postdilate the stent. The mustang balloon was inflated and ruptured. The physician advanced a 5.0mmx150mmx135cm mustang balloon to postdilate the stent. The mustang balloon was inflated and ruptured. The physician advanced a 5.0mmx150mmx135cm mustang balloon to postdilate the stent. The mustang balloon was inflated and ruptured. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).